Manufacturer narrative:
Continuation of d10: product ID tm90q0 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that that the patient mentioned they had visual challenges and sometimes uses a magnifying glass to view the screen. The reason for the call was to report that about a month and a half ago the patient noticed a change in symptom control,. The patient said that they were urinating all the time. The patient mentioned issues with charging external devices however after the agent reviewed each piece both were sufficiently charged. The caller then mentioned an issue with connecting to implant which started about 1.5 months ago. With instruction the patient connected to implant and it was discovered that therapy was off. The patient said they didn't recall turning therapy off. With instruction, the patient successfully turned stimulation on and adjusted the setting as they said they didn't recall what the setting was before. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Reviewed therapy information and general programming guidance including how higher settings can affect stim longevity. The agent reviewed that prior to any surgery needs to turn the implant off.